Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion with a bend of 45 degrees was located in a severely calcified coronary artery. A 4.00 x 32mm synergy xd drug-eluting stent was advanced; however, the stent strut was lited up. The procedure was completed with another of the same device . No patient complications were reported.